Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks from the implantable cardioverter defibrillator. The episode was initially diagnosed as supraventricular tachycardia but secondary diagnosis said ventricular tachycardia. Discriminator channel settings may have contributed to the observation. The patient also noted they had not been taking their medication. The discrimination channel was reprogrammed per recommendations. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) therapy but no shocks due to a ventricular greater than atrial rate branch and atrial signal being blanked out leading to the device seeing a ventricular rate greater than the atrial rate (ventricular tachycardia). Programming to turn on ventricular only discrimination was recommended and to be completed at a future appointment. The patient was stable.